Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully extended. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen failed displacement dose accuracy. During testing found inpen app giving inaccurate dosage numbers when dialed to desired unit. Battery investigation was performed, and battery measured 2.941 volts. No battery anomaly was noted. Inpen app home dashboard did not display any battery warning/notification. During deconstruction analysis, shavings of the dose nut was noticed around the pattern wheel. This caused the encoder contact boards to not exert enough pressure on the pattern wheel to make electrical connection to produce consistent encoder pulses. Inpen passed front cap investigation. In conclusion: no battery anomaly noted. Inpen app home dashboard did not display any battery warning/notification. Inpen was working as intended. The battery was measured to be at 2.941 v. Knob was cut to reveal electronics housing and pattern wheel. Scraping of the dose nut was noticed around the pattern wheel. This caused the encoder contact boards to not exert enough pressure on the pattern wheel to make electrical connection to produce consistent encoder pulses. Therefore, dose log inaccuracy was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue in which the inpen battery was reported to run out in three months. The customer reported no adverse event. The event involved product mmt-105nnblna. Troubleshooting was performed and instructed customer to discontinue use of the inpen and revert to back up plan per health care professional instruction. No harm requiring medical intervention was reported. Mmt-105nnblna was returned for analysis.